Event description:
A patient reported they were unable to receive an accurate reading on their surestep meter due to their meter allegedly powering off during use. Patient reported that they had to go to their doctor's office to test. There was no result on their meter as the patient was unable to test. The result on their doctor's meter (unknown type/brand) was 240 mg/dl 2-3 hours later. No treatment has been reported. No further information has been reported. No serious injury or allegation of harm.